Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had three tiles that "went blank" over night and then some time later came back. The patients that were in the tiles were now discharged and the admit button was displayed. During this time the other receiver was working without any issues. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had three tiles that "went blank" over night and then some time later came back. The patients that were in the tiles were now discharged and the admit button was displayed. During this time the other receiver was working without any issues. No patient harm was reported. The bme stated they will obtain the log files for this event and send them into nihon kohden for evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: 08/28/2023, emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 08/29/2023, emailed customer via microsoft outlook for all items under the no information section. Reply was received but the customer did not provide the requested information in the email.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had three tiles that "went blank" overnight and then sometime later came back up. The patients that were on the tiles were then discharged and the admit button was displayed. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) had three tiles that "went blank" overnight and then sometime later came back up. The patients that were on the tiles were then discharged and the admit button was displayed. No patient harm was reported. Investigation summary: during this time other receivers were working without issue. Technical service requested log files to investigate further. The customer provided the tele ids and the logs were reviewed by nkc, and root cause was determined to be user error. Review of the logs showed history of admits and discharges done through manual user operation at the reported event date and times. The cns was determined to be operating within specifications. Review of the complaint device's serial number and the customer's complaint history does not show recurrence or other similar complaints. In nkc's analysis of the target bed logs at the relevant date and time, we found a history of numerous bed admissions, discharges, and temporal discharges. Therefore, nkc confirmed that all of these were performed manually at the central monitor cns-6801a side. Nkc concluded the product was operating normally according to the specifications. As described above, the patient was discharged by user's manual operations. Nkc recommended the customer check chapter 4 of the operating manual regarding the bed admission and discharge (0614-907596l). Nk will continue to monitor and trend similar complaints. The following fields contains no information (ni), as attempts to obtain the information were made, but not provided. A2 - a6 b6 - b7 d10 attempt #1 08/28/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/29/2023 emailed customer via microsoft outlook for all items under the no information section. A reply was received but the customer did not provide the requested information. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.